Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.25 x 20mm stent delivery system was returned for analysis. The distal end of the device including the lasercut hypotube, the midshaft, the polymer shaft, the balloon and the stent were not returned. The crimped stent outer diameter could not be measured as the distal end of the device containing the crimped stent was not returned. The maximum stent profile was within maximum crimped stent profile measurement. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 234mm distal to the distal end of the strain relief. Multiple kinks were also noted. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 20mm synergy drug-eluting stent was selected for use. However, when the physician attempt to insert the stent, the shaft broke in half. The device was never entered into the patient's body. There were no patient complications reported and the patient was okay.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.25 x 20mm synergy drug-eluting stent was selected for use. However, when the physician attempt to insert the stent, the shaft broke in half. The device was never entered into the patient's body. There were no patient complications reported and the patient was okay.